Event description:
It was reported to philips that the ECG monitor momentarily indicated the patient was in tachycardia for about 30 seconds. There were no patient or event specifics provided. There was no reported adverse patient impact.